Event description:
The event involved a spiros where it was reported that there was another spiros that failed on a 30ml syringe for a 5fu push and it was "spun" on the syringe and at the patient it popped off. The rn was able to hold it in place and finish the push without issue. She reported only one drop made it out onto the chuck pad. Product is contaminated with chemotherapy drugs and possible blood. There was patient involvement and no harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.